Event description:
It was reported that insulin pump displayed malfunction 10 with associated fault ID 0x20ca, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted distributor support, received instructions from technical support to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code recurred.